Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was not necognized by the video processor and a communication error message was displayed. The issue occurred during a procedure. There were no reports of patient harm or injury.